Manufacturer narrative:
Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient date of birth/age and weight are unknown. Date of onset for post-operative pain is unknown. This report is for one (1) unknown tfn nail. Original implant procedure occurred on an unknown date. It is unknown at this time if an explant procedure has been performed. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) surgery was performed on an unknown date. Currently the patient is having moderate pain located directly around the posterolateral aspect of the greater trochanter. Additionally, the patient has a palpable clicking/snapping at that location when moving her hip through the flexion-extension with weight bearing. This move also elicits pain. The surgeon would like to know if the helical blade is protruding too far beyond the greater trochanter based upon x-ray imaging. An internal review of the received image was conducted by a depuy synthes medical director with results as follows: "there seems to be a lateral side protrusion as the surgeon described." This report is for one (1) unknown tfn nail. This report is 2 of 2 for (B)(4).